Manufacturer narrative:
The pump was received with a blank display due to corrosion on the lcd board. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The blood glucose reading was 201 mg/dl. The insulin pump had not been dropped or bumped and showed no signs of physical damage. The insulin pump had been exposed to rain water. No alarms were noted more frequent after the exposure. The insulin pump had been exposed to fluid in the past with no moisture visible inside of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.